Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined."

Event description:
It was reported that an unspecified bd device had foreign matter before use. The following was reported by the initial reporter: "when the user opened the package, he found round black spots on the syringe cone head and the plunger rod, which could not be wiped off."